Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient, on 02/04/2026. She experienced hyperglycemia and was ¿barely conscious¿. When a fingerstick was taken at home the blood glucose reading was 20.0 mmol/l. No cgm reading was reported, but it was understood that the cgm reading was inaccurate. The husband called an ambulance and patient was brought to the hospital. When the patient arrived at the hospital the blood glucose reading was 29.0 mmol/l. The patient was treated with insulin injections, and food (carbohydrates) was given at an unknown time. The patient was discharged after 4-5 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.